Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. System check was performed with tandem technical support and it was found that the cartridge was blocked. Customer successfully changed cartridge and resumed insulin therapy. Customer's blood glucose was 350mg/dl at the time of event.